Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that the clip formation failed. There was no patient consequence. There is no additional information available at this time.